Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy, clips were not forming completely; malformed. These clips were pulled from the patient. This was happening intermittently. The device was cleared (fired clips to clear). When clearing there was a clip feed into the jaws laying differently; feeding issue. The device was used to complete the case since it issue was intermittent. The device was disposed of.